Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon was returned deflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 4cm balloon. The pebax was noted to be slightly peeled away from the balloon 5.3cm and 1.1cm from the distal tip. No other anomalies were observed at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.35¿ guidewire, and passed with no issues. With the guidewire in place, the inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the location of the peeled pebax. The balloon was stripped of its fibers and two pinhole ruptures were found on the balloon, located 5.6cm and 1.1cm from the distal tip. During the evaluation, it should be noted that the catheter kinked 5.8cm from the distal tip; this will be considered and incidental finding. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The balloon was examined under magnification and the pebax was found to have been peeled away from two locations on the balloon, confirming the investigation for peeled material. The fibers were stripped away, and two pinhole ruptures were found on the balloon, confirming the investigation for rupture. The definitive root cause for the reported rupture or the identified peeled pebax could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure for an av fistula, the pta balloon allegedly ruptured on the first inflation attempt before reaching nominal pressure. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.